Event description:
It was reported that during a surgical procedure at the user facility the device did not hold pressure, resulting in a small amount of additional bleeding where the tourniquet was being used. The procedure was completed successfully. No delay, adverse consequence, or medical intervention was reported.